Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 380 mg/dl. The customer stated that an insulin pump was sent to him last month and he wasn't receiving no delivery alarms but was not seeing a drop in his blood glucose level as he would if he used his flex pen. Customer stated he could use a pump, reprogram it with his new settings and try that or we could send him another pump. Customer stated they tried to change some of his settings to get his blood sugars lower and it didn't help. Customer declined to troubleshoot for high blood glucose readings. Customer used a flex pen to treat for the high blood glucose high level. Customer was advised that at this point he would need to revert to a backup plan per his healthcare professional's recommendation. The product will be returned for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. No delivery alarm works properly during excessive no delivery and displacement test. No unexpected excessive no delivery alarm. Unit had minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.